Event description:
It was reported the patient's blood glucose (bg) level dropped to 26 mg/dl while wearing the pod between 4 and 24 hours. Patient was reportedly found unconscious by daughter and an ambulance was called. Paramedics came and treated patient with unspecified medication, after which she was transported the emergency room (ER). In the ER, patient was treated with a "cocktail" to aide in the increase of bg levels, and was released after a couple of hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No issues capable of causing an over delivery of insulin were observed.